Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2013 with the following findings: investigation revealed no damage to the keypad cover. The contrast button was found to be intermittently responsive to button presses. The contrast button has no affect on insulin delivery function. The other keypad buttons were found to be responsive user input. Unrelated to the complaint the audio bolus button was found to be damaged and an audible reading was unable to be obtained. Also unrelated to the complaint, the display screen was found to be faded. A new test screen was inserted and the display illuminated to normal contrast. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.